Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed an err121. There was no report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).